Event description:
It was reported that there was a revision of a right hip. The patient had acute pain, did a head and liner exchange and I&d due to possible infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36 liner.the unknown 56 tritanium cup and v40 metal head were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).